Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy revealed that the lead was not positioned in the desired location. Upon reposition attempt the helix failed to retract. The lead was not used and a new lead was implanted. The procedure was completed successfully without any adverse consequences to the patient.